Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation -other') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic: pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), rash ("rash/skin condition"), hypersensitivity ("hypersensitivity"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding between periods)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), psychological trauma ("psych injury"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems"), fatigue ("fatigue"), gastrointestinal disorder ("gi (gastrointestinal) conditions"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), pain ("numerous instances of intense pain") and feeling abnormal ("odd feelings/movements") and was found to have hormone level abnormal ("hormonal changes"), weight decreased ("weight loss") and gynaecological examination abnormal ("other gynecological issues"). Essure treatment was not changed. At the time of the report, the perforation, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, rash, hypersensitivity, menorrhagia, metrorrhagia, vaginal infection, vaginal discharge, psychological trauma, urinary tract disorder, bladder disorder, fatigue, gastrointestinal disorder, tooth disorder, hormone level abnormal, headache, nausea, weight decreased, pain, feeling abnormal and gynaecological examination abnormal outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, gastrointestinal disorder, genital haemorrhage, gynaecological examination abnormal, headache, hormone level abnormal, hypersensitivity, menorrhagia, metrorrhagia, nausea, pain, pelvic pain, perforation, psychological trauma, rash, tooth disorder, urinary tract disorder, vaginal discharge, vaginal infection and weight decreased to be related to essure. The reporter commented: she had not undergone essure removal. She had received treatment for following events" chronic pain pelvic, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse) and abdominal pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: plaintiff fact sheet received. The case is incident. Previously reported event ¿injury¿ was updated to more specified events¿ perforation- other, chronic pelvic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding between periods), general abnormal bleeding, rash/skin condition; unspecified, hypersensitivity, psych injury, bladder problems, urinary problems, vaginal infections, vaginal discharge, fatigue, gi (gastrointestinal) conditions, dental problems, hormonal changes, headaches, nausea, weight loss, numerous instances of intense pain, odd feelings/movements and other gynecological issues¿. Reporter¿s information, demographics, essure indication (amended), and essure insertion date (updated) were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.